Event description:
Edwards received information that a second device, 26mm bioprosthetic valve, was implanted in the mitral position via a valve-in-valve procedure. The original 25mm device was implanted for approximately four (4) years at the time of the procedure. The reason for reoperation was severe mitral stenosis with mild to moderate mitral regurgitation. After the implant, echo indicated that there was no mitral regurgitation and patient was hemodynamically stable. Patient was transported to cardiac surgery intensive care unit intubated, in stable condition.

Manufacturer narrative:
(B)(4): device not returned. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.